Event description:
This is a case report received from (B)(6) from a care giver regarding a male patient. Reportedly during a call regarding an unrelated alarm, the caregiver indicated the patient had an egg shaped place on their stomach which the doctor thinks may be a hernia. The caregiver was concerned since the patient is not draining correctly that this may harm the patient. The caregiver was advised to contact the facility nurse. No clinical consequences for the patient were reported. No further information is available.

Manufacturer narrative:
(B)(4). Information was received on (B)(6) 2011 from the (B)(6) complaint owner as reported by the facility nurse: the patient was seen by the physician and examined the patient for the hernia. The hernia was not palpable or reproducible. The patient was advised to watch for possible symptoms and report to the physician. The patient has not mentioned the issue since that visit.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Should additional information become available a follow-up will be submitted.